Event description:
It was reported that there was a leak from a cassette. There was no patient involvement.

Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 9617604-2025-00259-00. The date of that submission was 06-nov-2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was not confirmed. There was no leakage observed. There was no known cause of the reported issue, and no further action will be taken.